Event description:
Procedure: ventral hernia repair. According to the reporter: the pt had infection in the area of the mesh, no other info provided. No allergies reported on document forms, no treatment was reported. Additional info has been requested.